Manufacturer narrative:
Section a2, b1, g3: correction. Section d4, d10, h3, h4: additional information. Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed low speed hazard alarms, elevations in pump power, and decreased pi over a short, sustained duration. Although the cause of this event could not be conclusively determined through this evaluation, past experience with the heartmate ii lvas and similar reported events suggest that these findings could be potentially consistent with an ingested thrombus passing through the pump. Additionally, evaluation of the returned external portion of driveline from the device revealed superficial damage to the outer silicone jacket. The first submitted log file contained data on 17dec2019 from 4:19:49 am to 12:52:11 pm. The pump was set to a fixed speed of 10400 rpm and the low speed limit was set to 10000 rpm. On 17dec2019 at 12:32:01 pm the log file began to capture low speed operation, which remained sustained through 12:32:46 pm. The log file captured the pump power increasing during the low speed operation until leveling out around 25 w for the entirety of the low speed operation. The calculated flow dropped from the baseline range of around 6 lpm down to around 2.6 lpm. There was also a drop in pi from the baseline range of around 4-5 down to as low as 0.0 during the low speed operation. Shortly after 12:32:46 pm the speed recovered, the pump power, flow, and pi all returned to their baseline values, and the pump resumed normal operation through the remaining data captured within the log file. Although a direct cause for the events captured in the log file could not be conclusively determined through this evaluation, based on previous complaint experience, the type of behavior captured within the log file could be potentially consistent with an ingested thrombus passing through the pump. The account submitted two further log files with data from 17dec2019 from 6:08:54 pm to 18dec2019 at 7:40:52 am, and from 19dec2019 at 1:36:04 pm to 20dec2019 at 12:20:50 pm. The log files captured a pump stop on 20dec2019 at 11:30:16 am which is consistent with the reported driveline repair. There were no atypical alarms and the log files appeared to show the system operating as intended. A distal end driveline repair was performed on 20dec2019 and the replaced portion of driveline was returned in a segment measuring approximately 19 inches. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. There was rescue tape from approximately 2 inches to 4 inches from the controller connector. Upon removal of the rescue tape, the silicone jacket was noted to be damaged approximately 2.5 inches and approximately 3.5 inches from the controller connecter. The bionate layer was discolored but otherwise unremarkable. The metal braided shield had major breakdown from the controller connector to approximately 5 inches from the controller connector and wear throughout the entire remaining portion of the returned segment of driveline. The underlying wires appeared unremarkable with no evidence of kinking, twisting, or severe insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was then suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The patient remains ongoing on the device with the replaced external portion of driveline with no further related issues reported. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. Device thrombosis is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Upon vad interrogation, speed drops were noted while the patient was tethered to the power module. X-ray images of the driveline noted areas of concern 4 inches from the controller connection. The patient was placed on a ungrounded cable. Persistent pi events were noted in the log file event. Technical service performed a driveline repair on (B)(6) 2019. Post repair no further alarms were noted and the patient was supported with a grounded patient cable. No further information was reported.